Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: lost signal during surgery. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be due to a cable/cable connection, other consoles connected to the or hub, or a software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.